Event description:
The customer reported that the medical engineer found the vte was too low during preventive maintenance. Monitor and pf readings both were 350ml with 500ml settings. No pt involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated main board. Visually inspected part. Events log recorded multiple motor faults and transducer faults. All transducer tests passed. Main board came up with vent inop in svt mode. When powered on in uvt mode the unit came up vent inop, and alarmed motor fault, low pip and low ve, and circuit disconnect. All transducer calibrations passed but were not saved. After cooling board down all transducer tests passed but the exhl diff transducer values were varying frequently. After checking the calibrations again the exhl diff transducer test failed with a/d: 2099. A bad exhal flow transducer can cause the turbine differential to fault and vent inop. Findings/root-cause: exhal flow transducer causing motor fault and vent inop.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.